Event description:
Patient reported that her device is not delivering insulin correctly, the patient has been experiencing high blood glucose (449 mg/dl). The patient switched to injection therapy until a replacement device arrives.